Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The reported condition of an insert slide clamp alarm was confirmed and the cause was determined to be an out-of-calibration slide clamp assembly. The slide clamp assembly was recalibrated to correct the reported condition. The device was returned to the customer in good working condition. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a flogard infusion pump generated an insert slide clamp alarm. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.